Manufacturer narrative:
Additional information will be added as it becomes available.

Event description:
(B)(4). The lift is making a grinding noise, spoke to technical service and they recommended that the customer needs to replace the horn brackets and hardware.